Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause of this event is known: the cancellation of a calibration by the user with the f3 key resets the isi value to 1.00. However, as stated in the sta compact operator manual ref. 0931033l, 7.4.9.2, it is mandatory to verify the isi value after having cancelled a calibration. As requested by the customer, a training session about this point has to be planned by stago.